Event description:
It was reported that during stocking of device by the customer, it was noticed that the cannula of device was bent. The device was not involved in a procedure.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results of the b5lt found that it was received inside its original package and with the obturator cannula bent at proximal; making it non-functional. Although, was not possible to conclude how the circumstances occurred a potential cause of the finding is to put weigh over it. The batch record was reviewed and no anomalies were noted during the manufacturing process.